Event description:
It was reported that suture placement with two proglide devices was attempted in the right common femoral artery (rcfa) and was successfully pre-placed in the left common femoral artery (lcfa) using the preclose technique. The arteriotomy was 6f. Reportedly, the first suture was successfully preplaced in the rcfa. When harvesting the suture with the second proglide device an anterior cuff miss occurred. A third proglide device was attempted and a posterior cuff miss occurred. The suture of the fourth proglide device was successfully preplaced. The sheath was upsized to 20f for the aaa procedure. The aaa procedure was completed and hemostasis was achieved in both the rcfa and lcfa using the successfully pre-placed sutures of two proglide devices in both access sites. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced, is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported anterior cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.